Event description:
This is a spontaneous case report received from a physician in united states on (B)(6) 2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on an unspecified date. The patient was awaiting surgery for requested essure removal. The right insert was in the tube with occlusion but the left was expelled into the uterine cavity with patency. Patient was electing to have the inserts removed and subsequent bilateral tubal ligation (btl). Patient was experiencing some nausea and after reading things on the internet, attributed her symptoms to essure. Ptc investigation result was received on (B)(6) 2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number (B)(4) and ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event considered related is a known, possible, undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample was available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report; refers to a female patient who had essure (fallopian tube occlusion insert) inserted and left insert was expelled into the uterine cavity. She requested essure removal, which according to the physician, would be performed on the day of this report. The reported event was considered serious, due to medical importance and is listed in essure's reference safety information. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion (into uterus/cervix or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). In this particular case, although the exact date of the event was unknown, given its nature, causality with the suspect insert cannot be excluded. Additionally, non-serious event nausea was reported. This case was considered an incident, since an intervention will be performed for essure removal. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up information is being sought.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Follow up on 28-oct-2015: no further information could be obtained. Case closed. Company causality comment : this medically confirmed, spontaneous case report; refers to a female patient who had essure (fallopian tube occlusion insert) inserted and left insert was expelled into the uterine cavity. She requested essure removal, which according to the physician, would be performed on the day of this report. The reported event was considered serious, due to medical importance and is listed in essure's reference safety information. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion (into uterus/cervix or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). In this particular case, although the exact date of the event was unknown, given its nature, causality with the suspect insert cannot be excluded. Additionally, non-serious event nausea was reported. This case was considered an incident, since an intervention will be performed for essure removal. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report.